Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform the displacement test and self test due to no button response. Moisture damage was also noted on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was vibrating and red ligh was blinking but the home screen was not turning on. Customer state that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.